Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Since the device failed during evaluation, there was no patient involvement.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External/internal inspection was performed and passed. Temperature testing was performed and the device was within specifications. A volumetric accuracy test was performed and the device failed. An inspection of the door assembly revealed the door piston foam was deteriorated. The cause for the failed volumetric accuracy test was determined to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent to service. Should additional relevant information become available, a follow up medwatch will be submitted.